Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the had insufficient/low power and failed noise assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the motor device, it was determined that the device had insufficient/low power. It was further determined that the device failed pretest for noise assessment, and rotational speed. It was noted in the service order that the motor was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.